Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill three cartridges due to experiencing resistance when filling the cartridges. A new cartridge from a different cartridge box was loaded resolving the issue. Blood glucose level was 338 mg/dl.